Event description:
It was reported that the ventilator failed transducer test and security valve test during pre-use check, due to a faulty o2 module. This may lead to stop of ventilation due to high/low respiratory frequency. There was no pt injury.